Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and a premature transmitter battery countdown was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.